Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus representative, who reported the pressure of the device was abnormal, said the pressure anomaly was low pressure. The inspection of the device by olympus trading (shanghai) limited confirmed that there was no abnormality in the device. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the results of the above investigation, olympus medical systems corp. (Omsc) assumed that the reported event was caused by the influence other than the device. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A olympus representative reported that the pressure of the device was abnormal. This device was olympus asset. Reportedly, the device was stored and was not used by the hospital. Then, olympus inspected the device at the service department of olympus trading (B)(4) limited but the reported event was not reproduced. There was no report of patient injury associated with this event.